Event description:
It was reported that the patient had falls and after the recent one there was significant bruising where the device was implanted. The patient also reported feeling more light headedness recently. Also, the right ventricular (rv) lead had some short interval counts (sic) since the patient fall approximately three months prior. A chest x-ray was done which should normal device placement and no lead integrity issues. The rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2010-. (B)(4).